Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 49 mg/dl. Customer treated blood glucose level by eating some candy. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Insulin pump was working as designed. Customer was informed to monitor the insulin pump and call back if an error occurs again. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.